Event description:
Customer reported the cross-arm brake won't lock. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross-arm assembly. System operates as intended.